Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experience high blood glucose. The customer¿s blood glucose level was 25 mmol/l and 25.6 mmo/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. The customer treated high blood glucose with insulin pump and syringes. Based on customer¿s report customer did not allege under delivery. Customer was neither in emergency room, nor admitted into hospital. Customer had symptoms as positive results in ketones test, nausea, headache and felt drowsy. Customer reported that the insulin pump had insulin flow block alarm. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.